Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. There was a concern there was a loose connection. It was also noted that there were high left ventricular (lv) pacing threshold measurements. An invasive procedure was performed. Upon reopening the pocket, a loose connection was confirmed. Additionally, it was found that another manufacturer¿s lv lead had dislodged. An echocardiogram was performed and determined that the patient¿s heart had improved and the chronic lv lead was left as is. Based on remaining longevity, this device was changed out while the pocket was open. The rv lead remains in service with the newly implanted device. No additional adverse patient effects were reported.